Event description:
The customer reported that the system displayed a 'cine disk not available' error message which prevented the cine function from operating. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge circuit board and cine drive were replaced. The system was then found to be operating as intended.